Event description:
It was reported that the pt underwent a pelvic organ prolapse repair procedure on (B) (6) 2007. Post-operatively, the pt experienced dyspareunia. Vaginal estrogen was prescribed. The event is reported as resolved on the (B) (6) 2010 visit.

Manufacturer narrative:
(B) (4) - dyspareunia - (B) (4) - dyspareunia occurred: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.